Manufacturer narrative:
This device is not available for return because it remains implanted after a valve-in-valve procedure. The device history record (DHR review is in process. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. There are many factors that could result in the need to disable a valve, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. In this case, this patient's medical history included hypertension, hyperlipidemia, cad which can be contributing patient factors. Minimal information regarding the condition of the valve at the time of the intervention was available; therefore, the root cause for the stenosis and regurgitation cannot be conclusively determined. If new information is learned, a supplemental report will be submitted. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Tit was learned through the implant patient registry that this patient underwent a valve-in-valve procedure to treat his bioprosthetic aortic valve after an implant duration of eleven (11) years, two (2) months and seventeen (17) days due to aortic stenosis and severe aortic regurgitation. A 26mm 9600tfx valve was implanted in the aortic position with no reported complications.